Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to perform the pump air leak test. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 270 mg/dl.